Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified but the issue likely occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope was missing a single component, paste-like, thixotropic adhesive (ke45) from the forceps cover and had a large chip in the distal end. There was no patient involvement.